Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted due to a (B)(6) infection. There were no injuries reported and the patient outcome was reported as recovered without sequelae. Follow up information received clarified that the patient had a blister formation over the site of the connector of the ins. It was originally felt that this was not an infection but could not determine what it was. Steroid cream was applied to the site with some initial success but eventually the blister opened up. A culture was taken and came back positive for (B)(6). It was then the entire ins system was explanted.

Manufacturer narrative:
Product ID neu_unknown_ext, lot # unknown, explanted: (B)(6) 2012, product type extension; product ID neu_unknown_ext, lot # unknown, explanted: (B)(6) 2012, product type extension. No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.